Manufacturer narrative:
Date sent: 03/22/2006. Additional information: d4, 10; g4; h2, 3, 4, 6. Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was returned void of staples. Cartridge batch# a5ah5w. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded in the device without any difficulties.

Event description:
During a gastrectomy procedure, two staple lines on the right side had malformed staples during the 1st firing (open shape). It occurred at the distal half of the staple line. Case was completed by additional suture. There was no adverse consequence to the patient.